Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient reported m30 balloon valve leak warnings occurred in step 5 of setup. The cycler was re-set with new supplies and fluid was not initially seen. The cycler was to be replaced due to the cycler alarms. The patient knew how to perform manuals. A peritoneal dialysis registered nurse (pdrn) reported on 02/28/2025 that a fluid leak had occurred on the last treatment completed on the cycler (on (B)(6) 2025). The patient continued to use the cycler after calling to have the cycler replaced and on the last treatment the patient tried to complete. The patient ended up canceling the treatment early. When the patient removed the cassette the patient fluid a fluid leak inside of the cassette door and on the pump module. Upon follow up, the pdrn confirmed the reported event. The pdrn stated, on 02/23/2025, the cycler prompted with m30 balloon valve leak warnings during setup and an unknown phase and cycle of treatment, and treatment was cancelled. The patient stated fluid was noted during step 9 of treatment as the cycler door was opened and found fluid on the bottom of the cassette and in the pump module area. The cause of the fluid leak was unknown. The patient was requested to come into the clinic for fluid culture and prophylactic medication (levofloxacin, oral, 250mg, 3 rounds). The pdrn confirmed there were no symptoms, adverse events, or injuries requiring any other medical intervention required as a result of the reported event. The patient stated they were trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated they completed treatment using manuals on the night of the reported event and pending delivery of the replacement cycler. A replacement cycler was delivered to the patient and the patient has since resumed treatment using the replacement cycler without further issue. The patient stated the cycler set (cassette) used was discarded and was no longer available to be returned for investigation.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported m30 balloon valve leak warnings occurred in step 5 of setup. The cycler was re-set with new supplies and fluid was not initially seen. The cycler was to be replaced due to the cycler alarms. The patient knew how to perform manuals. A peritoneal dialysis registered nurse (pdrn) reported on (B)(6) 2025 that a fluid leak had occurred on the last treatment completed on the cycler (on (B)(6) 2025). The patient continued to use the cycler after calling to have the cycler replaced and on the last treatment the patient tried to complete. The patient ended up canceling the treatment early. When the patient removed the cassette the patient fluid a fluid leak inside of the cassette door and on the pump module. Upon follow up, the pdrn confirmed the reported event. The pdrn stated on (B)(6) 2025 the cycler prompted with m30 balloon valve leak warnings during setup and an unknown phase and cycle of treatment, and treatment was cancelled. The patient stated fluid was noted during step 9 of treatment as the cycler door was opened and found fluid on the bottom of the cassette and in the pump module area. The cause of the fluid leak was unknown. The patient was requested to come into the clinic for fluid culture and prophylactic medication (levofloxacin, oral, 250mg, 3 rounds). The pdrn confirmed there were no symptoms, adverse events, or injuries requiring any other medical intervention required as a result of the reported event. The patient stated they were trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated they completed treatment using manuals on the night of the reported event and pending delivery of the replacement cycler. A replacement cycler was delivered to the patient and the patient has since resumed treatment using the replacement cycler without further issue. The patient stated the cycler set (cassette) used was discarded and was no longer available to be returned for investigation.